Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an explant procedure.